Event description:
Caller states that the lot number, code number, expiration date are missing from the vial of strips. No adverse event reported. Requested return of suspect vial and replacement was sent.